Event description:
Seven days post bivad implantation this patient underwent rvad exchange for suspected pump thrombus. The patient was febrile, with atrial fibrillation, accompanied by a decrease in pump flows from 4.0 lpm to 0.7 lpm, and a noted increase in central venous pressure (cvp). A transesophageal echocardiogram (tee) was performed. Results indicated a suspected thrombus in the inflow cannula of the rvad and a dilated right ventricle. The patient was conservatively treated with a heparin infusion, before being taken for pump exchange. Inspection of the explanted pump by the site revealed a large clot in the inflow cannula. The pump is being returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. (B)(4). The company is seeking this information through the event investigation. Devices remain implanted.

Manufacturer narrative:
This complaint, MFR # 3007042319-2015-00335, was entered as a duplicate from MFR # 3007042319-2015-00365. No additional information will be forthcoming.